Event description:
It was reported the patient's leads were explanted and replaced due to concern of lead migration. The lead information is unknown. Effective therapy was obtained post op.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.